Event description:
It was reported that the patient underwent a pelvic floor repair procedure on (B)(6) 2008. The patient experienced pain and erosion of her internal bodily tissue post operatively. No additional information was provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Patient had an anterior and posterior enterocele repair with vaginal vault suspension concurrently with mesh implantation. Due to mesh erosion with vaginal bleeding and pain, mesh removal was recommended by the physician.